Event description:
The user facility reported their amsco-c sterilizer was alarming "rtd probe failure". No injuries were reported however a procedure was delayed due to the alarm.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and installed new rtd probes with noise suppressors. The unit was tested and returned to service. No additional issues have been reported.